Event description:
The mother reported that the blood glucose device gave a lower than expected reading during a hyperglycemic event. The user received a blood glucose result of 117 mg/dl a little before 12:00pm on his accu-chek nano system. The user stated that he did not have an appetite and was not feeling good at this time. At approximately 12:35pm the user's parent's noticed that the customer did not "look good around the eyes" and they transported the customer to the hospital at around 1:00pm. Upon arrival at the hospital the user received a blood glucose result over 1000 mg/dl. The hospital treated the customer with insulin and other fluids via IV. The customer was also given antibiotics as he had developed thrush during his hospitalization. The customer was hospitalized for one week.